Event description:
Lead product analysis was completed. The alleged fracture was confirmed in the product analysis, or pa, lab. The portion of the lead containing the electrodes was not returned for analysis and, therefore, a complete evaluation could be made as to that portion of the lead. Visual analysis of one quadfilar coil appeared to broken approximately 21 mm and 37 mm from the end of the cut outer and inner tubing. Scanning electron microscopy, or sem, identified the area on two of the broken coil strands at 21 mm as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage with no pitting and evidence of a stress induced fracture (rotational forces), which most likely completed the fracture on one of the broken coil strands. The remaining broken coil strands were identified as being mechanically damaged, preventing identification of the coil fracture type, with residual material, no pitting, and evidence of a stress induced fracture (rotational forces), which most likely completed the fracture on one of the broken coil strands. Sem perform on the coil break at 37 mm identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, fine pitting on one of the broken coil strands, residual material on one broken coil strand and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture on one broken coil strand. Stimulation was believed to have been present for a certain period of time as evidenced by the pitting. Abraded opening and slice marks observed on the outer tubing and the cut ends made during explant likely provided the leakage path for the remnants of dried body fluids inside the outer tubing. Abraded openings in the inner tubing and the cut ends made during the explant likely provided the leakage path for the remnants of dried body fluids inside the inner tubing. Setscrew marks were found on the connector pin and provided evidence that a good mechanical and electrical connection was present at one time. With the exception of the observed discontinuity, the condition of the returned lead portions are consistent with those typically following explant. Generator product analysis was completed. Diagnostic testing indicated that the device was operating properly and was able to communicate properly. Various electrical loads were attached to the generator and testing demonstrated that accurate resistance measurements were obtained in all instances. The generator performed according to function specifications. Visual analysis revealed no anomalies. There were no adverse functional, mechanical, or visual issues identified with the generator.

Event description:
The suspect products were received by the manufacturer and are pending product analysis.

Event description:
It was reported that during a vns generator replacement surgery for the patient, the pre-operative diagnostics on the m102 generator were within normal limits with an dcdc code 0 (<1,700 o) and an neos battery status indicator. After the new sentiva generator was connected, high impedance was observed. Multiple attempts of lead pin insertion troubleshooting did not resolve the issue. No test resistors were available for a generator diagnostics test. A second generator was utilized and high impedance was still present. The lead was then replaced and the high impedance resolved. The suspect products have not been received by the manufacturer to ate. No additional relevant information has been received to date.